Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Additionally, it was reported that the pump was warm to the touch. There was no reported adverse impact. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.